Event description:
It was reported that a rapid battery depletion was observed. The device remains implanted. No further information is available at this time.

Manufacturer narrative:
''Serious injury" should have been selected on first follow up report submitted on aug 14, 2017. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New information received states that the device was explanted.